Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported recurrent mr could not be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report recurrent mitral regurgitation. It was reported that a mitraclip procedure was performed on (B)(6) 2016 to treat mitral regurgitation (mr). Two clips were implanted. On (B)(6) 2023 the patient returned with severe recurrent mr in between the clips. Additional mitraclip procedure is planned. No additional information was provided.